Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The johnson and johnson application support manager (asm) was informed by the surgeon of a suction loss event on a male patient's left eye (os) during raster. It was indicated that the reason was not known and that the patient did not squeeze. The surgeon reapplanated with the same cone and suction ring but did not start raster over from the beginning. The surgeon pushed the pedal where it left off, so there was a slight portion that was not cut at the horizontal area by side cut. The flap lifted except for that portion. It was noted that the excimer treatment was not completed and that the surgery was aborted. The application support manager walked the surgeon and staff through suction loss steps for future use. Asm instructed surgeon for future use to cancel on screen, turn pocket off, center flap around bubble layer and redo entire raster cut. Surgeon understood what should have been done and will bring the patient back in a month for photorefractive keratectomy (prk) or recut (lasik treatment). There was no other surgical or medical intervention required and no loss of vision was reported.